Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device's handswitch buttons would not activate. Another device was used to complete the procedure. There was no adverse consequence to the patient.